Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 07/06/2016 and replaced the probe wash assembly resolving the leak. The instrument was then verified as operational without further evidence of a leak or flagging suspect messages. (B)(6).

Event description:
A customer reported a contained leak of about 0.5 ml of clear fluid from the sampling probe of a coulter ac t 5diff cap pierce (cp) hematology analyzer. Additionally, flagging suspect messages were recovered for wbc (white blood cell / differential and platelet parameters for the samples being run at the time. There was no biohazard exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the leak. Erroneous results were not generated, and there was neither death nor serious injury or change to patient treatment as a result of the event.